Event description:
It was reported by service report that the fowler drifts. The customer could not determine, whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake.